Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. The device was not returned to the manufacturer for physical evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. Failure analysis and root cause cannot be determined due to the product has not be returned. The complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/importer report number (B)(4) was received on 10dec2019 with the following information: on (B)(6), a (B)(6) female patient was undergoing an aneurysm clipping procedure. The patient was in prone position. The surgeon was holding the patient¿s head until it was positioned and locked into place. The a2114 mayfield infinity xr2 skull clamp slipped causing lacerations to the patient¿s head. Sutures were placed to close the lacerations. Additional information received on 11dec2019 indicating that the patient sustained a laceration on the left side of the head during the procedure. The wound was stitched, patient was repined by the resident, and the surgery was able to start. It was unknown if there was a surgical delay. No other clinical information has been provided.